Event description:
The osteotomy blade (thin) was being used by the surgeon within the patient's mouth. While blade on dental drill, blade broke. It was retrieved from patient's mouth. No harm to patient.